Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, returned to manufacturer on, device manufacture date. Additional information : concomitant med prod data (0), device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was hooked up to an infusion pump that was programmed to run precedex 400mcg/100ml for twelve hours at a rate of 0.2mcg/kg/hr. However, the patient received all medication in one hour instead. The 100ml bag was found empty. . The programming was witnessed by two nurses. The patient was sedated for approximately four hours after the event. The IV pump was taken out of service and the physician was notified. EKG was performed and patient remained hemodynamically stable. There were no EKG changes noted. There was patient involved.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was hooked up to an infusion pump that was programmed to run precedex 400mcg/100ml for twelve hours at a rate of 0.2mcg/kg/hr. However, the patient received all medication in one hour instead. The 100ml bag was found empty. . The programming was witnessed by two nurses. The patient was sedated for approximately four hours after the event. The IV pump was taken out of service and the physician was notified. EKG was performed and patient remained hemodynamically stable. There were no EKG changes noted. There was patient involved.

Event description:
It was reported that a patient was hooked up to an infusion pump that was programmed to run precedex 400mcg/100ml for twelve hours at a rate of 0.2mcg/kg/hr. However, the patient received all medication in one hour instead. The 100ml bag was found empty. The programming was witnessed by two nurses. The patient was sedated for approximately four hours after the event. The IV pump was taken out of service and the physician was notified. EKG was performed and patient remained hemodynamically stable. There were no EKG changes noted. There was patient involved.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d codes.